Manufacturer narrative:
Investigation summary: it was reported by the distributor that the syringe is missing the markings. To aid in the investigation, two photos were provided for evaluation by our quality team. One photo shows a syringe with no packaging blister that has no scale markings. The other photo shows an internal customer document with their own sku number. It could be possible that the printing pad didn't have enough pressure inducing the missing scale printing. A device history record review was completed for provided material number 301031, lot number 0302602. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. The settings and adjustments of the equipment were done and everything was acceptable. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed. We will continue monitoring the complaint trend for the product and symptom. Probable root caus. It could be possible that the printing pad didn't have enough pressure inducing the missing scale printing. The setting and adjustments of the equipment were done finding them all acceptable.

Event description:
It was reported that the syringe 20ml ll bns experienced missing scale markings. The following information was provided by the initial reporter: 20ml syringe is missing the markings.